Event description:
Manufacturer received a report from an attorney alleging a user of a manual wheelchair caught her foot on an exposed bolt. This resulted in the user sustaining a cut and ultimate amputation of a part of her leg. No evaluation has been permitted and no specific malfunction had been identified.